Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had been hospitalized on (B)(6) 2015. The patient's blood glucose (bg) was 400 mg/dl at home, in the 200's on admission to hospital, with large ketones, nausea and vomiting. During troubleshooting, customer support (cs) found that there were missing bolus records. The reporter states noticing multiple times since receiving pump in (B)(6) 2014 and 3 times in past month, when programs bolus the pump sounds like bolus delivered but bolus was not seen in bolus history. Most recent occurrence was on (B)(6) 2015. Reporter programmed bolus at 18:00. Bolus history indicates bolus programmed and delivered at 17:45 and 19:54. Unable to verify dosage amount programmed at 18:00. Verified reporter programmed an additional bolus following the 17:45 bolus at 18:00. Verified programming bolus correctly. No record of this bolus. Cs advised patient to discontinue pump use. This complaint is being reported as the patient experienced hyperglycemia and the missing bolus record was not resolved.